Event description:
The service repair technician reported that during routine testing of the device at the service center, the oxygen (o2) pressure would not read correctly. There was no pt involvement.

Manufacturer narrative:
Eval in progress, but not yet concluded. This report is being submitted to the FDA as a result of a retrospective review of product complaints.